Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device has been explanted.

Manufacturer narrative:
Clarification d.6b explant date: device has been explanted, explant date not provided. Device analysis results: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as surgical damage. No additional observations performed on the device. No further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported unknown side rupture. Device has been explanted.